Event description:
The customer reported discrepant creatine kinase-mb (ck-mb) patient results involving the unicel dxc 600i synchron access clinical system. One patient obtained an initial result of 0.00 ng/ml. The customer also stated multiple ck-mb and myoglobin ind flags were obtained. The customer retested this patient¿s sample on an alternate analyzer and obtained a higher result of ~10 ng/ml. This initial result was released from the laboratory. It is unknown how many patients were involved. The customer was uncertain if there was any impact or change to patient treatment. There has been no report of patient injury or change in patient treatment associated with this event. The customer examined the associated reagent packs and noted the packs had not been mixed. Quality control (qc) was out of specifications at the time of the event. Beckman coulter advised the customer to review all the results since the last acceptable quality control (qc) and reanalyze if required per laboratory procedure. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the transducer as the customer noted erratic level-detect system errors and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty transducer is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.